Event description:
It was reported that approximately 26 months post-implant of a bifurcated device and a suprarenal aortic extension a routine computed tomography scan identified disconnect between the bifurcated device and suprarenal aortic extensions. The physician has plans to perform an additional intervention in the next week or so, and treat the pt with an infrarenal aortic extension. The pt is being monitored.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 crf 803.56 when additional info becomes available.